Event description:
It was reported that a patient with a 27mm 3300tfx aortic valve in aortic position underwent a valve in valve procedure after an implant duration of 7 years, 4 months. The reason for reintervention is due to a mixed of aortic stenosis and aortic insufficiency. Patient presented with heart failure. Tavr was performed with a 26mm9755rsl transcatheter valve and patient was in stable condition post-operatively.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
H11. Additional narrative: updated d4, h4, and h6. The most likely cause is patient factors, including congenital heart disease. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.